Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states reported a false susceptible cefepime result for escherichia coli in association with the vitek 2 ast-gn93 test kit. Confirmation testing via kirby-bauer reported a resistant cefepime result. Only the kirby-bauer result was reported to the physician. The confirmation testing delayed the result until the following day. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. Culture submittals have been requested by biomerieux for internal investigation. Internal biomerieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in the united states reported false susceptible cefepime results in association with the vitek 2 ast-gn93 test kit. Biomérieux investigation was conducted. Twenty-four gram-negative isolates (22 escherichia coli and two klebsiella pneumoniae) were submitted by the customer for cefepime evaluation due to discrepancies between vitek 2 ast-gn93 card results and kirby-bauer. For all isolates, ast-gn93 cards gave susceptible cefepime mics <=1 or =2, but kirby bauer gave intermediate or resistant results. Investigation testing included: two lots of ast-gn93 cards agar dilution (ad), the reference method for this formulation of cefepime (fep02n) broth microdilution (bmd). Category calls for all results were determined using vitek 2 breakpoints (<=8 s, 16 I, >=32 r). For 17 of the 24 isolates, card and reference method results were within one doubling dilution of each other, which is acceptable for vitek 2. For the remaining seven isolates, either one or both cards gave mics that were > 1 doubling dilution from the reference method, resulting in essential agreement errors for the vitek 2. For all isolates tested, however, the advanced expert system (aes) corrected the results to resistant due to esbl phenotype. The resultant determination for all 24 isolates was cefepime resistance. The vitek 2 ast-gn93 cards in conjunction with the aes software are performing in accordance with specifications. The customer result of cefepime susceptibility was not reproduced.